Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not stay on the artery being clipped. Procedure delayed by 5 minutes. A new device was opened and used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The device record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).